Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient accessing prime menu).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) over 500mg/dl with symptoms of polyuria, polydipsia, achiness, and large ketones. The patient was taken to the hospital and treated with IV fluids. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd do not match, the variation as due to known cause - the prime menu was accessed. This report is being made due to the bg excursion the patient experienced due to accessing the prime menu.